Event description:
It was reported that the patient with this inflatable penile prosthesis experienced scrotal erosion. The device was explanted and replaced with tactra. No further patient complications were reported.